Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced while running a loaded set. System error 345 alarms were verified through a review of the event history log and found to be caused by a failed downstream thermistor. A device history review revealed an unauthorized repair of the mechanism, ultrasonic sensor and input/ output printed circuit board in the field. The downstream thermistor is located on the mechanism; therefore, the cause of the reported symptom is unauthorized repair. Should additional relevant information become available, a supplemental report will be submitted. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited".

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm in the emergency department during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury. No additional information is available.